Manufacturer narrative:
(B)(4).

Event description:
The reporter indicated the surgeon implanted an icl implantable collamer lens, in the patients left eye (os). The patient was reported with high intraocular pressure (iop) at 2nd day post op. The vault was reasonable centrally but was shallow peripherally. The iop has decreased to a more normal level. The surgeon attributed the iop issue to retained viscoelastic and pis that weren't patent enough. Additional information has been requested but none has been forthcoming. If additional information is received, a supplemental medwatch will be submitted.